Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had hardware failer. The customer stated that this malfunction occurred while dispensing medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers 3 and 5 were failed. The field service engineer replaced the controller board and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.